Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "firm, painful' and "three lymph nodes increased in size".

Event description:
Patient reported "my left mammary became firm and painful, 3 lymph nodes increased in size found via ultrasound." Device remains implanted.